Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Returned product analysis revealed blood in the guide wire lumen. The balloon was tightly folded with the stent secured on the balloon. The tip was damaged and the hypotube was broken 18.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as the device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The lesion was located in the highly calcified circumflex artery (cx). A 32mm x 2.50mm taxus element / ion was advanced to the lesion; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned device analysis revealed a shaft break.